Event description:
A (B)(6) female pt's daughter-in-law called zoll customer support to report that the pt was receiving check electrode belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation the electrode belt failed the incoming current, fall-off and therapy electrode recognition tests. The cause for the failures was isolated to damaged traces at pins 33 through 38 of component u713 (16-bit low-powered microcontroller) on the distribution node pca board. The root cause of the damaged traces was unable to be positively identified. No adverse event resulted from the defective u713 component. The pt received a replacement electrode belt.